Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Clarification of g3: upon review, the aware date of this event should be 29/apr/2022. The aware date was inadvertently set at 15/apr/2022. The previous MDR submission was made within 30 days.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.